Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that prior to index procedure, the patient presented chest pain on exertion associated with shortness of breath and patient's exercise stress test was positive for ischemia. In (B)(6) 2014,at the time of event, coronary angiography revealed 100% occlusion in proximal to mid left anterior descending (lad) not 100% focal in-stent restenosis (isr) as previously reported. The patient was also treated medically. In addition, adjudication results of the events (myocardial infarction, target vessel revascularization and stent thrombosis) as related to the study stent.

Event description:
(B)(4). It was reported that in-stent restenosis (isr) and myocardial infarction (mi) occurred. In (B)(6) 2011, the patient presented with substernal chest pain with activity and positive stress test with st elevation. The patient was diagnosed with stable angina and cardiac catheterization was recommended. Subsequently, the index procedure was performed. Target lesion was a de novo lesion located in the proximal left anterior descending (lad) artery with 75% stenosis and was 10.0 mm long with a reference vessel diameter of 3.3 mm. The lesion was treated with direct stent placement using a 3.00 x 12 mm taxus® liberté® stent. Following post dilatation, residual stenosis was 9%. Post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented with chest pain associated with shortness of breath and was hospitalized on the same day. Electrocardiogram (ECG) revealed anterior infarction and left axis deviation. Patient's cardiac enzymes were elevated and patient was diagnosed with q wave st segment elevation mi. At the time of event, the patient was taking aspirin only. The study drug was never taken during the study and other antiplatelet medication was last taken on (B)(6) 2012. Coronary angiography was then performed and revealed 100% focal isr extending from proximal to mid lad. The lesion was then treated with direct placement of a 2.75 x 18 mm non-bsc drug eluting stent. Following post dilation, residual stenosis was 0%. One day post procedure, the event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.